Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks due to right ventricular lead noise oversensing on (B)(6) 2019. Lead noise was seen as early as (B)(6) 2019. The healthcare professional stated that the patient suffered adverse health consequences since he received 11 shocks due to the noise. Intervention was discussed. The patient was in stable condition.